Event description:
It was reported to medtronic neurosurgery that a revision of the valve was performed secondary to balance issues and increasing confusion.

Manufacturer narrative:
The device has not been returned to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. No injury to the pt was reported. All of our valves are 100% tested at the time of MFR.